Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing blood glucose (bg) levels ranging from 68 to 300 mg/dl. A correction bolus was delivered to address the high bg levels and a sugar tablet was used to address the low bg. The customer initially thought that the settings on the pump were a possible cause of the fluctuating bg levels; however, they were verified to be correct. The customer had received a replacement pump and the bg levels had stabilized.